Event description:
Related to MFR report # 2183959-2012-02726. It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an ams elevate posterior to treat pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff "suffered from pelvic pain, dyspareunia, recurrent infections, and continued incontinence." The plaintiff's attorney also alleged that the plaintiff "has suffered, and will continue to suffer, pain, disability," and impairment.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.